Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed and indicated that there was base task timeout error recorded in history. During analysis, the reported event was not able to be duplicated. It was noted that base task timeout is a non-issue advisory alarm that indicates the pump's wifi connection to the network has been temporary interrupted, software provides for the immediate an automatic network reconnection of any wifi interruption. Service replaced interconnect board as a preventative measure. Based on the evidence, the complaint was confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical medfusion exhibited base task timeout. No adverse effects were reported.